Manufacturer narrative:
On 2/16/2015, nakoma-sl plate (part 3100i-1001; lot 22204s) was received from contract manufacturer, inspected and released into inventory. Engineering confirmed via post-op x-ray imaging that two nakoma-sl fixed self-tapping screws (part 3100i-6502;lot 21476s and part 3100i-6004;lot 21459s) at c4 location had backed out of plate. Fusion had occurred. Devices are not available for evaluation; therefore, no further evaluation can be done at this time. Bone quality of the patient was osteoporotic (contraindication in IFU) and could have contributed to the screws backing out. Patient kept the device.

Event description:
During 9 month post-operative follow-up, x-ray images revealed that two (2) nakoma-sl screws implanted at c4 location had backed out of the plate. The nakoma-sl plate and all four (4) screws were removed because of the screw back out. The devices were not replaced with another acp system because fusion of the cervical spine had occurred. Bone quality of the patient was reported as osteoporotic. No injuries or issues were reported. All the hardware was given to the patient once removed. Original acdf surgery was performed on (B)(6) 2016. This event involved three devices. This is report 1 of 3.